Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during the implant procedure, the stealth of the lead was cut while anchoring by the healthcare professional (hcp) and was successfully changed. The issue was resolved at the time of the report, and the patient was alive with no injury. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.